Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recq0446 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in (B)(6).

Event description:
It was reported that the catheterization was conducted on the patient with the guidance of the ultrasound on (B)(6) for breast cancer. Leakage was found at the tip end on (B)(6). The drugs infused for the patient was ns100ml + omeprazole 40mg qd, ns100ml + tropisetron hydrocloride injection 2mg qd, ns250ml+ epirubicin 130mg qd and then ns100ml qd for catheter flushing. The leaked liquid did not cause discomfort to the skin. The catheter was not removed.